Manufacturer narrative:
As part of our investigation, while onsite the ess provided an in-service for the facility¿s sterile processing department (spd) staff. The in-service included all cleaning, disinfection and sterilization information that is contained in the olympus reprocessing manual. In addition, the ess reviewed delayed reprocessing steps with customer and recommended those steps be performed if the scopes sits for longer than an hour after pre-cleaning. The ess also, recommended the customer use the correct brushes for the scope during manual cleaning and provided the part numbers to order recommended brushes. The ess reported that the customer was provided a copy of the on track form and a reprocessing poster. The device will not be returned for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopic support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, the customer reported that the delayed reprocessing steps were not being performed on their scopes after it sits overtime or longer than 1 hour after precleaning. The ess also noted that the customer was not using the correct brushes during the manual cleaning process. The customer was using a third party brush that was not confirmed to be validated or the correct size. There were no associated patient infection reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the incorrect reprocessing of the device was caused by the user. The specific root cause of the user not properly reprocessing the device could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.